Manufacturer narrative:
Section b5: additional info.

Event description:
On (B)(6) 2019, log files were sent for review for possible short to shield. The data showed 8 pump stops occurred. These issues only appear to be occurring while the vad is connected to the mobile power unit (mpu). This type of behavior has been linked to potential issues with the percutaneous lead.

Manufacturer narrative:
Manufacturer's analysis conclusion: review of the submitted system controller log file confirmed pump stoppage events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
This event is also reported against the system controller in MFR. Report #2916596-2019-06052. One previous driveline repair was reported under MFR. Report #2916596-2016-01923. In regards to the reported second previous repair, driveline repairs are performed by abbott and records of each repair are maintained by abbott. Records only show one previous repair. Additional information has been requested but not yet provided. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient thought that controller had stopped. Patient's controller was reviewed by utilizing the alarm history on the primary controller. History captured only low flow alarms. Clinical supervisor had been advised to send log files once patient was seen in clinic. It was reported the patient had a recurrent short to shield issue with two previous driveline repairs. In addition, clinical supervisor spoke with technician and stated patient would need to be placed on a power module and not a mobile power unit (mpu). Patient was having low flow alarms with speed drops while on mpu. Two ungrounded patient cables were shipped for the clinic visit on (B)(6) 2019. No further information was provided.